Event description:
Pt had sinus surgery 4 years ago and nose was packed with dissolvable packing product was supposed to dissolve in a week but it took 30 days to dissolve. Pt stated during the 30 days he had difficulty breathing, could not sleep, and he developed a smell in his nose which he still has 4 years later. Pt has had antibiotics, CT scan done and doctor's unable to determine why he has a smell in his nose. He has been sick ever since surgery and diagnosis with depression.